Manufacturer narrative:
H4: device manufactured on january 17, 2023- january 20, 2023. H10: the device was received for evaluation. A visual inspection was done which observed fluid inside the housing which suggested a leak occurred. Further inspection revealed the cause of leak was due to missing upper film-wrap. When the upper film-wrap is missing, fluid would leak inside the housing during filling and the bladder would not inflate the reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume infusor did not inflate and leaked saline inside the housing. This occurred during filling. There was no patient involvement. No additional information is available.